Manufacturer narrative:
The insulin pump had moisture damage found on the electronics assembly and motor home switch. The device had scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call moisture damage and high blood glucose levels. Customer's blood glucose level was 503 mg/dl. Troubleshooting for moisture damage was performed. Customer advised the display screen was fogged up, there was fluid under the lcd screen and they placed the insulin pump into a bowl of rice. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.